Manufacturer narrative:
Findings: the information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's next of kin that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 49 mg/dl at the time of the incident. The customer was at 136 mg/dl at the time of the call. The customer experienced symptoms such as weak, sweating, and incoherent. The customer was wearing the insulin pump during the incident. The customer stated that they had chocolate milk. Troubleshooting was completed. The customer's health care professional adjusted the customer's settings after the incident. The customer also reported issues with infusion sets leaking and coming out. The insulin pump will not be returned for analysis.